Manufacturer narrative:
It was inadvertently documented in the initial report that the device was not returned for evaluation. Upon complaint review, it was determined that the device was returned on sep 18, 2017. It has been updated accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the sagittal saw attachment device was not working, the locking mechanism and o-rings were damaged, the bearings were worn, there was corrosion on needle sleeve/bearing and the device set screw coupling was bent. It was also observed that the device failed the general condition, check function of the quick saw blade coupling, check tool coupling and verify if secured with pin pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time and manufacturing issues. A CAPA was initiated to address the pretest failure for verify if secured with pin. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device was not working. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.